Event description:
Pt pulseless, unresponsive to all stimuli pt cyanotic quick combo pads. Applied revealing v-fib in paddles mode on screen of lp-IV v-fib defibrillated at 200 joules. Monitor later printed out artifact on monitor strip causing v-fib to be covered with artifact unable to document v-fib accurately. It appears the monitor-defibrillator should appropriately, but did not monitor through the "paddles mode."